Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent an anterior lumbar interbody fusion surgery from l3 to s1 on (B)(6), 2012 using rhbmp-2/acs. The rhbmp-2/collagen sponge was placed in the disc space. Sometime postop, the patient experienced increasing back pain radiating into the lower extremities, chronic nerve pain that radiates down both legs and back coupled with numbness and tingling. He also experiences sexual dysfunction as well as difficulty walking, standing, and sitting for long periods. An MRI conducted on (B)(6), 2012 showed a ¿neurocompressive lesion¿ at the implant site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.